Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. It was noted that the pulse generator exhibited programming anomaly. The clinician was uncomfortable making any changed. No intervention was performed. The patient would continue to be followed normally via merlin.net.